Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath was fully expanded and scratches were observed along the sheath shaft. No relevant functional testing or dimensional inspections could be performed as the sheath was fully expanded. The flex tip of the returned novaflex+ delivery system was measured as it represents the largest diameter component that is inserted through the esheath. The measured diameter was smaller than the specification; it is possible that the od of the flex tip was compressed during insertion through the esheath. Since the measurement is not above the maximum specification, it was concluded that an oversized flex tip did not contribute to the event. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld measured 6.2mm x 5.8mm with no calcification and mild tortuosity reported. Arteriosclerosis in the access vessel was reported. In this case, the complaint of resistance between the esheath and the bav and delivery system could not be confirmed. No manufacturing non-conformances were found in the returned esheath. Procedural factors (manipulation of the device, delay in the insertion of the delivery system/valve), in addition to patient factors (borderline access vessel mld, vessel arteriosclerosis) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As per an article in the "japanese journal of anesthesiology" 2016.02;65(2):184-188, detail information was obtained. An attempt was made to advance a novaflex+ (nf+) delivery system with a 23mm sapien xt valve through a 16 fr esheath, but the sapien xt valve became stuck and was not able to be advanced. The rso2 of the left peripheral artery decreased from 33 % to 15 %. An exploratory surgical cutdown of the access site was performed. The left external iliac artery (eia) was found to be ruptured and separated. A spasm at distal separated end of the eia was observed and the proximal separated end was stuck with the esheath, so bleeding was not significant. The physician performed an expanded cutdown to the left common iliac artery (cia) and the esheath and delivery system were carefully removed. The common iliac was immediately clamped and surgical vascular replacement was performed with a synthetic graft. A tear in the esheath was also noted at the location where the sapien xt valve had become stuck. The rso2 of the left peripheral artery improved from 15 % to 58 %. The decision was made to abort the tavr procedure. The patient was extubated and transferred to ICU without a valve implantation. A total of infusion volume was 1350 ml (packed red blood cell 8 units, fresh frozen plasma 2 units) and bleeding volume was 1000 g. Post procedure tte revealed improvement of the aortic stenosis from severe to moderate due to the bav. There was no disturbance of the peripheral motility or neurological disorder. The patient was discharged with walking alone. The minimum luminal diameter of the access vessel was 5.8 mm. The vessels were reported to be mildly tortuous and contained no calcification. However, during the vessel repair, the eia felt " hard" and may have been hardened by arteriosclerosis. It was speculated that the resistance encountered while advancing the delivery system through the sheath may have been caused by the hardened vasculature and the long delay between the time the valve was crimped and the delivery system was inserted into the sheath. The sapien xt valve may have expanded a little during the 60 minute delay.

Event description:
It was reported by our (B)(4) affiliate that during a transfemoral tavr procedure there was difficulty advancing the delivery system (ds) though the expandable introducer sheath. Before the sheath and the ds could be simultaneously removed a tear was noted in the access site. There was a concern that the intima of the vessel at the access site would be injured if the sheath and the ds were removed, so the physician performed an expanding cutdown and clamped the common iliac; and then the sheath and the ds were removed. The tear was observed only at the access site. The tear and the cutdown were sutured. The decision was made to abort the procedure and reschedule to a later date, since the tear occurred. The patient was transferred to ICU without a valve implantation. The physician commented that the left external iliac artery (eia) might be hardened by arteriosclerosis since the physician felt the left eia was hard when the tear was repaired. The minimum luminal diameter of the access vessel was 5.8 mm. The vessels were reported to be mildly tortuous and contained no calcification.